Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. Despite the pump being under warranty and equipped with outdated software, cts ensured the customer would receive a replacement pump updated with the latest software. The customer was informed about necessary actions for the replacement process, including using multiple daily injections (mdi) as backup therapy, putting the current pump into storage mode, and returning it to tandem. They understood and acknowledged all instructions provided by cts.